Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, there was contamination under the rear response button center dome. The cause of the inability to activate the monitor is the contamination.   The root cause of the contaminated switch is liquid ingress of an unknown contaminant.  Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid.   No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's monitor response buttons were not functioning.